Manufacturer narrative:
Upon review of the pictures of the mattress sent to us from the customer, the urethan cover bubbled at the center of the mattress cover exposing the foam of the mattress. A new mattress was shipped to the customer on (B)(6) 2014. This problem has been assigned to CAPA #(B)(4) , and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Upon receipt of the recall packet, the customer notified the firm they had a delaminated mattress.